Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of device run-on was confirmed. A service technician found that when the trigger was pulled and the safety switch was pushed, the device ran. Upon disassembly, it was noted that the trigger components have corrosion build-up. The trigger assembly and lock assembly were replaced, preventative maintenance was performed, and the handpiece was returned to the customer.